Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients lead displayed high impedance on all contacts. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of high impedance was reported to abbott. Lead replacement surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.